Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/16/2014).

Event description:
Consumer complaint of blood result reading of "hi". Reviewed the most recent blood results in the meter memory: on (B)(6) 2014-8:19pm-74mg/dl; on (B)(6) 2014-8:16pm-77mg/dl; on (B)(6) 2014-8:34pm-hi. Performed back to back blood tests using strips (pr2038), 80mg/dl and 80mg/dl. The customer says her expected blood results should be 95mg/dl-120mg/dl fasting two hours after meals. No adverse event reported.